Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. Investigation concluded that the patient did not experience a bone fracture, and that the toggle button split and got stuck between the coracoid process and the clavicle while trying to seat the toggle. There is no sentinel event that has caused a previous adverse event or harm that would require this malfunction to be reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: part# 904834; lot# 514110. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three and a half (3.5) weeks ago during surgery, the device was bent and could not be positioned correctly. During the procedure, it was also noted the toggle button caused the patient's coracoid process to split. Attempts have been made and no further information has been provided.